Manufacturer narrative:
No product "returnimgr" evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (+300 mg/dl). Troubleshooting was performed and pump appears to be functioning as expected. Customer delivered annual injections to stabilize glucose levels.